Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups or the parameters menus are not visible to the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer or parameter, which explains the reported freeze during the programmer session or the presence of only the programmed mode. This limitation will be corrected in the upcoming programmer version.

Event description:
Reportedly, during use of a smarttouch programmer on (B)(6) 2024, with the smartview 3.16 installed, the device had a screen freeze. After removing the battery, the programmer worked correctly.